Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the warnings portion of the device instructions for use, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition as noted in the precautions section of the device instructions for use, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3 cm movements, to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information supplied to date, it appears that clinical and/or procedural factors have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the guidewire coating peeled off was seen under the ureteroscope, the device could not be used. The procedure was completed with another of same device. There were no patient complications reported. Patient is stable. Problem occurred inside the patient.

Manufacturer narrative:
Note: this report was originally filed based on the original complaint description statement, "the guidewire coating peeled off". The device was received for evaluation and there is no evidence to support the claim of, "the guidewire coating peeled off". Note: although there is no evidence to support the claim of "the guidewire coating peeled off"; malfunction was chosen in section h1 of this form because the system required a selection be made and malfunction was the least critical of the 3 choices. Sections a and e have been updated to include additional relevant information received after the initial report was filed. Device evaluation: as received, the specimen consisted of one hydro gw stf std s 150-035; returned reloaded into the partial (less the j-straightener attachment) assembly within the opened, labelled mylar/tyvek packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. During the visual/tactile examination of the wetted specimen the coating appeared to have some abrasion damage located 10.35 to 10.60cm from the distal tip and appears visually and tactilely consistent when examined at 1x - 18 inches, unaided over the remainder of the specimen. Although the original complaint description stated "the guidewire coating peeled off", there was no evidence to support the claim. It should be noted that the returned guidewire was received extending 10 - 11 cm from the end of the dispenser tubing; as such, the abrasion damage may have occurred during post clinical handling. The specimen also presented a large radius bend over the distal 27cm. The bend damage was not noted in the original complaint. The bend damage presented appears consistent with manipulation of the specimen wire against resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the guidewire coating was present on the returned specimen and was not peeled off as originally noted in the complaint. The complaint is not confirmed. Since we were unable to confirm the complaint it was not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.